Manufacturer narrative:
Follow-up #1 date of submission 04/01/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings:investigation could not be completed due to an unrelated call service alarm which prevented evaluation from being completed. A review of the pump¿s black box data revealed a call service alarm. A prime sequence was successfully performed and boluses were successfully delivered without issue. Additional testing was unable to be performed due to presence of a call service alarm.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump emitted an unknown call service alarm. The reporter was unable to troubleshoot due to an unrelated issue. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.